Event description:
It was reported that during an anterior resection procedure, the first firing to resect the ima vessel with a white reload was performed routinely without incident. Upon reloading to then resect bowel tissue when attempting to clamp the jaws down on the bowel the locking trigger on the stapler wouldn't lock in place>there was no audible "click" as would be expected and the trigger could be pulled and released through its full arc of movement without the lock engaging. After two minutes of attempting to achieve "lockdown" of the stapling jaws, the surgeon removed and open a second device then the procedure continued without incident. Surgery was prolonged two minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.